Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the defective load cell # 2. The damaged covers and defective load cell were likely attributed to mishandling such as a drop. The reported complaint that the "shaft locking collar wasn't fully seated" was confirmed during functional testing. The white belt clip retainer disc (collar) was sticky, due to a worn-out spring washer likely as a result of the belt clip retainer repeatedly compressing and releasing during use. The belt clip retainer needed to be replaced to resolve the problem. During visual inspection, the top cover and both the front and bottom enclosures were observed damaged, unrelated to the reported complaint. Based on the photos provided by the zoll service team, the top cover and both the front and bottom enclosures were cracked with broken screw bosses. Also, plastic parts of the top cover around the lifeband roller guide area were cracked, chipped, and broken. These observed physical damages are the characteristic of harsh impacts due to user mishandling. The damaged front and bottom enclosures as well as the top cover will be replaced to address the issues. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. Load cell characterization results confirmed load cell # 2 was defective, and it needed to be replaced to remedy the fault. After replacing the defective load cell and the sticky belt clip retainer, the autopulse platform passed a run-in test using the 95% large resuscitation test fixture (lrtf) with known-good test batteries for 15 minutes without any issues. During further testing, it was noticed that the clutch plate was sticky, unrelated to the reported complaint. This is usually caused by sharp edges of the armature plate, or due to burrs on the surface of the clutch rotor. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Upon service completion, the platform will be subjected to further functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (s/n (B)(4) functioned as intended during a patient resuscitation effort. The customer stated that the platform was used for approximately 20 minutes without any issues. When the autopulse platform was tested with a new lifeband and a manikin, it displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. Troubleshooting was performed, and another lifeband was installed, but the advisory message persisted. In addition, the customer stated that the "shaft locking collar" seemed to be sticky and wasn't fully seated without manipulation. No patient involvement.